Event description:
Inaccurate high readings. In blood glucose tests, customer received readings of 500 mg/dl (meter) and 126 mg/dl (lab) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.